Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer's representative. On (B)(6) 2016,the patient at hospital for a catheter revision and wanted their pump replaced too. There was no reported injury, and the patient recovered without sequela. It was reported that the patient was adamant that the pump be replaced too. No alarms pending or event occurred. A dye study was performed; dye was introduced with good aspiration of cerebrospinal fluid (csf). The managing doctor reported a possible kink, so sent for a revision. It was noted that the manufacturer's representative suggested a possible increase in medication since the patient had pain, however the healthcare provider decided to replace the pump and catheter because the patient was persistent and complaining.

Event description:
Additional information was received from the company representative. No issues were found with the pump or catheter. There wasn't a definable problem and there was no withdrawal. The patient kept calling the surgeon so the surgeon agreed to replace the pump and revise the catheter. The patient was revised and replaced to appease the patient only. No definitive reason for the symptoms was found. The catheter was patent with good cerebrospinal fluid (csf) flow on the day of surgery. The dye study got good csf flow, the dye went intrathecal. The pump reservoir was exactly on what was expected at refill and there were no alarms ever reported or seen on the logs. The dose was delivered as programmed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter .

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine via an implanted pump. The dose and concentration were unknown; however, the patient indicated that he had "more medication in his old pump (4 mg/day) and it was lower now (1 something mg/day). The indication for pump use was failed back syndrome - other and non-malignant pain. On (B)(6) 2016 it was reported that the patient was admitted to the ER (emergency room) yesterday with possible symptoms of withdrawal; the patient had flu-like symptoms which had come on suddenly. The ER was several hours away from the patient's managing physician. The patient had a ptm (personal therapy manager) and was going to be instructed to check for alarms on the ptm. The reporter was not aware of any pump alarms occurring at the time of the report. Additional information was received on (B)(6) 2016 from a consumer and it was reported that on (B)(6) 2016 the patient had what he described "as a spell he had that felt like he was having a heart attack". He went to the hospital and they gave him morphine and he "got calmed down again (withdrawal)". He had never felt anything like this in his life. On (B)(6) 2016 another "withdrawal spell" started and they thought he had a virus. He got worse by the (B)(6) 2016 so he was hospitalized from (B)(6) 2016 through (B)(6) 2016 because he was sick. On (B)(6) 2016, he had another withdrawal spell and was taking oral percocet. He was sick again like he was in the hospital. The patient went to see his managing doctor on (B)(6) 2016 and then needed to get another doctor involved. He went to see that other doctor yesterday and didn't know what was going on because his hadn't been contacted before the appointment. The doctor scheduled a dye study for (B)(6) 2016, but it was decided to reschedule for (B)(6) 2016 and they tried to reach the patient but the patient didn't get the message in time. Per the patient, there was something wrong with the pump and the catheter.

Event description:
Additional information was received from a consumer (con) and a manufacturer¿s representative (rep). Patient reported that he had received a new pump on (B)(6) 2016 but that information was not documented on his ¿idc¿. Patient had an operative report that stated his pump was removed and the new pump was implanted. The manufacturer¿s representative (rep) told the patient that the only thing he saw was a new accessory being implanted but that he would check with a field rep who had submitted the registration to confirm if the patient did received a new pump. Patient stated that his old pump was removed and was going to be looked at. After speaking with the field rep it was confirmed that the patient did have a new pump implanted and his old one was removed because the patient believed it was not working for him. The field rep stated that the pump was only replaced because patient was adamant that something was wrong with it and that when he got back to the hospital he would try and figure out why the new pump had not been registered to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that following the pump and catheter replacement in (B)(6) 2016, the patient still felt like his pump was not working and he went to the hospital in late (B)(6) at which time, the rep was paged. The pump was checked for any alarms with the patients personal therapy manager (ptm) and there were no alarms. Another rep also saw the patient in the hospital the next week and checked the pump and it appeared to be fine. The patients managing physician wanted the patients pump to be replaced again and this happened on (B)(6) 2016. There were no further details regarding the event.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.